Event description:
It was reported that customer had a stat balloon insertion in cath lab. They had to exchange iab over guidewire due to crack in iab. Iab appeared cracked at threads and a little beyond into white tub. There were no reported patient complications.